Manufacturer narrative:
(B)(4) fisher & paykel (f&p) healthcare are currently in the process of obtaining further information regarding the reported event. We have also requested the return of the subject mr290v vented autofeed humidification chamber to f&p healthcare new zealand for investigation. We will provide a follow up report upon completion of our investigation.

Event description:
A healthcare facility in the USA reported via a fisher & paykel (f&p) healthcare field representative, that an mr290v vented autofeed humidification chamber was leaking. There was no reported patient involvement.

Event description:
A healthcare facility in the USA reported via a fisher & paykel (f&p) healthcare field representative, that an mr290v vented autofeed humidification chamber was leaking. There was no reported patient involvement.

Manufacturer narrative:
(B)(6). Corrections: section b4: date of this report field updated. Section d9: device available for evaluation updated. Method: the subject mr290v vented autofeed humidification chamber was not returned to fisher & paykel (f&p) healthcare for evaluation. Several attempts to request further information and the subject device from the healthcare facility were made, however no response was provided by the healthcare facility. Our investigation is thus based on the initial information provided by the healthcare facility and our knowledge of the product. Results: the healthcare facility reported that the mr290v vented autofeed humidification chamber was leaking. Conclusion: without the return or photos of the subject device, we are unable to determine the exact cause of the reported fault. Every mr290v vented autofeed humidification chamber is pressure tested following the manufacturing process to check for any leaks present in the chamber dome due to cracks and other causes. Any chamber which fails this test is rejected. In addition, the pressure test is followed by a visual inspection of each chamber. No cracks in the chamber dome are acceptable. Any chamber that fails this inspection is rejected. The subject mr290v vented autofeed humidification chamber would have met the required specifications at the time of production. The user instructions for the mr290v vented autofeed humidification chamber state the following: - do not soak, wash or sterilize this product. Avoid contact with chemicals, cleaning agents, or hand sanitizers. - do not use the chamber if the seals are not intact when received, or if it has been dropped. - use of the mr290 above maximum operating pressure may lead to cracking, water leakage and, on rare occasions, could lead to a loss of ventilator pressure. - use usp sterile water for inhalationor equivalent for humidification. Do not add other substances to the water. - ensure appropriate ventilator or flow source alarms are set before connecting breathing sets to patient.